Event description:
A us home patient reported that after using an icon CPAP humidifier and a resmed quattro fx full face mask for the first time the icon made a grinding noise during use and then, when the patient woke up in the morning, he found "black soot" in the water chamber, face mask, and his nasal passages. The patient did not report any injury related to this incident. The patient informed us that he subsequently saw a doctor and that the doctor said that the patient seems 'to be alright.'

Manufacturer narrative:
(B)(4). Method: the complaint icon CPAP and the resmed mask were received at fisher & paykel healthcare (fph) for evaluation. The unit was powered up, inspected and then opened for further investigation. Samples of the black 'soot' were sent to the (B)(4) university research centre for surface and materials science for analysis. Examination of devices: when power was applied to the CPAP unit it came on in standby mode but did not run. When the water chamber was inspected, black dust was observed on the silicone parts, about the chamber baffle and in the bottom of the chamber. Black particles were also present at the patient end of the heated breathing tube and on the non return valve flap attached to the inside of the elbow. Small amounts of the black material could be seen on the silicone seal of the mask. The unit was open for investigation. Black particles were observed on the foam parts in the air box and in the base of the unit. When the motor was dismantled an abundance of the black particles was observed around the bottom bearing. Parts of a spare circlip were found embedded on the impellor. There is a circlip used in the impellor to retain the bearings, but this circlip was still in place. The impellor top surface had been ground back to reveal magnetised metal underneath. The observed black particles were therefore the result of the spare circlip being held hard against the impellor as it was spinning. Biocompatibility assessment: the affected components (impellor, water chamber, heater breathing tube and elbow) were sent to the university of (B)(4) research centre for surface and materials science for analysis of the black particles. The black dust contained particles from the black plastic of the impellor (brand name noryl) and from the magnet beneath the impellor. These particles were present in the air path. The plastic, noryl, was biocompatibility tested in 2007 and found to be non-toxic. A biocompatibility assessment of the magnet components was performed by md (B)(4): associate professor in toxicology, from the department of pharmacology & clinical pharmacology in the faculty of medical and health sciences at the university of (B)(4). Conclusion: dr (B)(4) concluded in his report on the magnet particles that "exposure of particles from such a magnet may produce some (mechanical) irritation, but there is no evidence to suggest that such exposure would have any chemical toxicity in humans at the level of exposure". The spare circlip in the impellor was the result of an assembly error and containment activities have been put in place to ensure that this does not happen again.